Manufacturer narrative:
(B)(4). Baxter medical assessment: the information received is insufficient to allow a medical assessment and determination of a causal relationship to the use of floseal. (B)(4). As we cannot exclude a potential causal relationship between the product and the incident, this case is being conservatively reported. No additional information is available at this time. Baxter is attempting to obtain additional information from the reporter. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
Additional information received from reporter on 22-feb-2011: the patient had past medical history of depressive disorder, not otherwise noted in chart and experienced post-operative delirium. Other risk factors include alcohol use, though this was only noted as "occasional." On (B)(6) 2010, the patient was noted as confused at 4 am. The patient was given 1:1 care and this was maintained. At 9 am, patient was delusional and hallucinated. The patient was provided with emotional support and reorientation. On (B)(6) 2010, the hospitalist diagnosed the patient with delirium. Vital signs were stable at this time. Hospitalist believed the delirium was secondary to pain medication. Therefore, norco, valium, scopolamine patch, and other narcotics were discontinued on (B)(6) 2010. On (B)(6) 2010, it was noted that the delirium had resolved and the patient was discharged.

Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: the follow-up clinical information associates the delirium with the received pain medication (potentially also alcoholism history). In addition the delirium symptoms resolved after two days. We can exclude that floseal has caused or contributed to the psychiatric symptoms. (B)(4). No additional information is available regarding this case. This case will be kept on record for trending purposes. The initial emdr listed the date of the event as (B)(6) 2010. The additional information received indicated that the date of the event was (B)(6) 2010.

Event description:
(B)(6): investigator study title: the efficacy of a thrombin based hemostatic agent in unilateral total knee arthroplasty - a randomized control trial han jo kim md, m robson fraser md, barbara kahn np, steve lyman phd, mark p figgie md. Summary of study: the aim of the study was to use hemostatic agents to minimize blood loss and to decrease transfusion rates. Floseal is a thrombin based hemostatic agent with unknown efficacy in achieving these goals in total knee arthroplasty patients. We performed a prospective randomized controlled trial on floseal in patients undergoing unilateral total knee arthroplasty with the primary endpoint of assessing blood loss measured through drain output. The hemostatic agent was used intra-operatively. Patient demographic information, operative side, diagnosis, intra-operative details, implant choice, hospital course, laboratory values, vas pain scores and knee range of motion, adverse events and deviations from protocol were collected. Case details: a (B)(6) underwent rt. Total knee arthroplasty for degenerative joint disease on (B)(6), 2010. Twenty four hour drainage was 1250, hgb change from 11.6 pre-op to 9.4. 2 units of autologous blood transfused. Pt. Had postoperative delirium. Discharged on (B)(6) 2009.